Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited under-sensing.

Manufacturer narrative:
The manufacturing date and use before date could not be located in the manufacturing database. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and changed modes several times. Atrial oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.